Event description:
It was reported the colonovideoscope had streaks on the screen when plugged in to the video system center. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the streaks on screen was due to electronic component problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.